Event description:
User facility reported that device was in use with patient when pump gave bolus dose which was not ordered. On 8 may user facility provided details: infusion administered to patient was morphine sulphate. User facility reported the pump was stopped and patient was short of breath and drowsy. User facility administered opioid antagonist and oxygen to patient. No permanent adverse effects reported.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.